Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 196697, medical device expiration date: unknown, device manufacture date: 2025-07-31 . Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were difficult to operate during use. The following was reported by the initial reporter: "it was reported that the needles will not attach properly and bend at the patient end during the injection. Verbatim: consumer reported needles will not attach properly to the pen, stated that the needles go on crooked. Also reported needles bend at patient end during injection. Issues involve two boxes of the same product, consumer does not have the lot # for the previous box. Lot #: 0196697, catalog #: 320550. Date of event: unknown samples: discarded."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were difficult to operate during use. The following was reported by the initial reporter: "it was reported that the needles will not attach properly and bend at the patient end during the injection. Verbatim: consumer reported needles will not attach properly to the pen, stated that the needles go on crooked. Also reported needles bend at patient end during injection. Issues involve two boxes of the same product, consumer does not have the lot # for the previous box. Lot #: 0196697catalog #: 320550date of event: unknown samples: discarded."